Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent mild hypoglycemia while using the ilet bionic pancreas with a low cgm target, with lows occurring more or less daily and sometimes at night, and the caregiver expressed concern that adaptation had not prevented these events. Symptoms included blood glucose in the mid-60s mg/dl without loss of consciousness or other acute effects. Outcomes included the need for carbohydrate intake to self-treat lows, device low and urgent low alerts, and caregiver assistance due to disability, with no medical intervention or hospitalization. Investigation included a review of user-reported event details and product usage context. Investigation of this case revealed that the cause of the hypoglycemia is unclear. It was concluded that no device malfunction was identified based on the available information and that the clinical team should consider reviewing settings and training to mitigate nocturnal and recurrent lows. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.